Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was a patient implanted with a spinal cord stimulator (scs) was programmed in high definition (hd) mode. The patient was complaining about the recharge time 2 hours a day. Typical coupling is okay. The parameters were 2+3-4-5+ 800 usec/300 hz 431ohm 6,774. Ma / impedance lower than 1000ohm.